Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of sling material and closure of vaginal defect on (B)(6) 2010 due to extrusion of sling. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with dilation and curettage, laparoscopically assisted vaginal hysterectomy, and bilateral salpingo-oophorectomy to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to FDA: 07/18/2016.